Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that when attaching the secondary tubing to the clave secondary port of primary plum set, the clear part of the clave secondary port is pushed down and will not allow secondary medication to infuse. The IV pump alarms "proximal occlusion line b". This will only resolve by getting new primary plum set tubing. This has happened several times with different lot numbers. The event occurred in rb chemo room location in the hospital. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the returned device, a probable cause is unable to be determined. F2 - uf/importer report # is (B)(4).